Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that the during the in-service found the facility does not have all reprocessing accessories. The ess reported that the air/water flushing adapter has not been used and there was not one available in the department. The staff was not aware of detergent contact soaking time; therefore, they were not allowing the detergent to remain in the internal channels. There was no associated patient infection reported.

Manufacturer narrative:
As part of our investigation, the ess while onsite covered the reprocessing deviations with the facility¿s team supervisor, infection prevention and training members. The ess also, provided a reprocessing in-service that included a demonstration of reprocessing the scope in accordance with the legal manufacturer¿s recommendation. In addition, provided the staff with the reprocessing IFU cleaning guide, pre-cleaning cards, ontrack forms and manual high level disinfectant (hld) poster guide. The device will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to reproduce the event, the occurrence of the event could not be identified. However, it is likely the event was caused/due to the staff at the user facility not being sufficiently trained on the reprocessing steps. Per the legal manufacturer's instructions for use: -an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.